Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Actuator, unable to test. Housing split in half. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Actuator, unable to test. Housing split in half. The actuator motor did not move and made loud grinding noises.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The actuator motor did not move and made loud grinding noises.